Event description:
Reporter alleged after seeing an "off" on the blood glucose monitoring device, a test strip came out and began taking a reading prior to dosing the strip with blood. Reporter alleged the device display began to count down as if it were reading a test strip and she added blood to the strip anyway although it was already acting as if it were reading the strip. Reporter stated the device generated an error afterwards and no value. Reporter indicated not receiving treatment. A request was made for the return of the suspect device and replacement product was sent.